Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. Therefore we were unable to investigate further the reported unexpected ready to pre-run. The device was connected to a test handpiece and functionality tested on a gen11. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterruptedly. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.